Manufacturer narrative:
Foreign: (B)(6).

Event description:
Information was received that a smiths medical portex blue line endobronchial tube leaked air from the blue cuff after intubating the product into the patient. No adverse effects were reported.

Manufacturer narrative:
Evaluation results: one pneupac ventilator (parapac) was received device in good condition. The device was powered on as an initial battery check. There was no power. The customer reported product problem was replicated. The battery holder compartment was replaced as a result. The device passed all functional tests after this repair. The problem source of the reported product problem was wear and tear.

Manufacturer narrative:
Evaluation results: one portex endobronchial tube was received in used condition. The device was visually inspected at a distance of 12" to 16" and normal conditions of illumination. No damage was observed in both cuffs. The inflation line was observed to be cut however. A leakage test was unable to be performed due to the cut inflation line. The customer may have reported the air leak due to the damage on the inflation line. The most probable root cause is that the inflation line was damaged after it left the manufacturing facility. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.